Event description:
During an interventional procedure: placement of stent to a heavily calcified right coronary artery. Lesion pta without any incident with 2 balloons one was a emerge balloon the other was a nc quantum apex balloon. The stent would not cross the lesion so another 3.0x1.5 nc quantum apex balloon was inserted and inflated at lesion site to 18 atm which is normal. The balloon had broke so negative pressure was applied and balloon was removed without any issue. Another balloon was used same size but from a different lot number (18484916) which worked just fine with the stent placement. The second balloon was only inflated to 16atm.